Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unit had experienced repeated, random drawer failures that temporarily recovered but soon failed again. A field service engineer (fse) found that all connections and controller board leds appeared normal, but the drawer and module controllers were still factory original and included an outdated drawer controller version. The fse replaced both controllers as a precaution, noting that the new module controller resolved a weak retractor band connection that previously failed to lock securely. In diagnostic mode, the fse tested all cubies individually, removed small debris including foil scraps from beneath cubies, and verified all row board connections were tight. After reassembling, the unit was reconfigured and fully tested cubie by cubie. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 continuously failed. The customer was able to recover the drawer; however, it failed again when it was opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.